Event description:
Report received of a leak from the distal clave port around the silicone seal. The tubing set was primed with normal saline in 2003 at 9:00am and an infusion of ara-c was delivered to the pt through the pt's port-a-cath without difficulty. The tubing was then disconnected from the pt. Twelve hours later at 9:00pm, the tubing was reconnected to the pt and a second infusion of ara-c was initiated. Approximately 10-15 minutes after the initation of the infusion, at a rate of approximately 170ml/hr, the nurse found that the pt's bed was moist. Upon further inspection, she noticed a few drips of fluid leaking from the distal clave port around the silicone seal. The nurse estimated that 5-10cc of ara-c leaked out of the clave port. The nurse capped off the port to stop the leak, and resumed the infusion without further difficulty. There was no reported interruption in therapy, bleed back, or skin contact of the chemotherapy. There were no reported adverse pt effects and no medical interventions were required. Ti was reported that the distal clave port was not accessed at anytime during therapy. Although requested, no additional info was available.